Manufacturer narrative:
Initial reporter h6: evaluation code method updated to 4114. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's urologist: the urologist saw the patient the week before the MRI which took place (B)(6) 2019, and hcp turned the ins off, and confirmed it was off (B)(6) 2019 when she came in after the MRI. Patient had reported she had heat and feeling stuff at the site of the stimulator after the MRI. Because the patient was so upset about everything, the device was removed (B)(6) 2019 by the urologist's partner, and the device was intact. The urologist interrogated the device on (B)(6) 2019 after the MRI and it seemed to be intact and off, and the hcp was not sure why patient had this reaction. In a second call the same day the hcp stated the patient was crazy. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was having an MRI scan done of the head, but the patient ¿felt heat at the site of the stimulator¿ during the scan. It was noted that the scan was then stopped, and the total scan duration was less than 5 minutes. It was confirmed that stim was off during the MRI, and the scan was done following the manufacturer¿s conditional guidelines. It was reported that the patient then followed up with their managing healthcare provider the day before the call, and they were going to have the ins removed. No further patient complications are anticipated or expected as a result of this event.